Manufacturer narrative:
According to the case information, the sensor broke into two pieces during the removal procedure on (B)(6) 2024. The hcp was able to successfully remove both the pieces of the sensor. A return material authorization (RMA) was issued for the return of the device for further investigation. However, the device was never returned.the potential root cause of fracture of sensor during removal is usually excessive force on the removal clamps/pliers grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect and eversense e3 user guide mentions about it under "risks and side effects". The customer is doing well. This incident does not require any further investigation. B4.date of this report 18 october 2024. G3.date received by the manufacturer? 18 october 2024. H3. Device evaluated by manufacturer? No. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4310,4311.

Event description:
On september 4, 2024, senseonics was made aware of an event where the sensor broke during the removal procedure. The hcp removed the sensor in less than five minutes, and all the fragments of the broken sensor were removed. The distal tip appeared to be completely broken off.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.